Event description:
It was reported that one day post implant, the patient underwent a chest x-ray, which reveled that the electrode had become dislodged. The impedance measurement was reported within normal limits. Additionally, the device was appropriately sensing in the programmed vector. Subsequently, the patient underwent additional intervention where the lead was successfully repositioned and secured. No adverse patient effects were reported.